Event description:
A talent stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology was not reported. Vessel morphology was reported as mild tortuosity and mild calcification. It was reported that after the talent bifurcated stent graft was placed and the gate was cannulated, the physician started to remove the delivery catheter before the stent graft was completely deployed. Consequently, the bifurcated stent graft was pulled down approx 1.5 cm. The physician elected to intervene by placing a talent aortic cuff proximally as a countermeasure for the inaccurately-delivered bifurcated stent graft. No additional clinical sequelae were reported, and the pt is fine.

Manufacturer narrative:
(B)(4): (incomplete deployment of the stent graft). Evaluation, conclusion: (incomplete deployment of the stent graft).